Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer's blood glucose of over 600 mg/dl. The customer's current blood glucose is 171 mg/dl. The customer did experienced the symptoms such as nausea and was light headed. The customer was treated by intravenous fluids and insulin. Customer states the drive support cap appears normal. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.